Event description:
It was reported by the customer that the device would intermittently power on with a white screen. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. All the internal connections were reseated and the newest software revision was loaded, resolving the reported problem. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.